Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included amoxicillin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), fatigue ("fatigue") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraine headache"). In (B)(6) 2015, the patient experienced visual impairment ("vision problems"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vision blurred ("blurred vision"). The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, migraine, nausea, visual impairment, weight increased, vision blurred and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back, other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) 4-5 coils into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2020: quality safety evaluation of ptc. Proceed with follow-up 7. On 26-jun-2020: medical records recived. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included amoxicillin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), fatigue ("fatigue") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraine headache"). In (B)(6) 2015, the patient experienced visual impairment ("vision problems"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vision blurred ("blurred vision"). The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2020)). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, migraine, nausea, visual impairment, weight increased, vision blurred and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, back, other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) 4-5 coils into the uterine cavity. Concerning the injuries reported in this case the following events were confirmed via patients medical record: abdominal, back pain, menorrhagia, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.